Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported by the patient's parent that the pediatric patient's cgm was not providing accurate readings. While at a store, the cgm displayed a glucose value below 100 mg/dl, and the patient reported no symptoms at that time. After leaving the store, the patient¿s parent observed unusual behavior described as the patient appeared confused, disoriented, and under the ¿influence of drugs¿, prompting a bystander to call emergency medical services (ems). Upon arrival, paramedics obtained a fingerstick blood glucose (fsbg) of 32 mg/dl. No concurrent cgm value was confirmed. The patient received a glucagon injection and could not recall what occurred next since he reported ¿blacking out¿. The patient initially declined transport to the emergency room (ER). Approximately 20 minutes later, the patient was taken to the ER by the parent. The patient could not recall cgm or fsbg values, treatments administered, or clinical findings during the visit. The patient remained in the ER for approximately seven hours and reported feeling well upon discharge. After returning home, a fsbg reading was 213 mg/dl while the cgm displayed 337 mg/dl. During the call, the cgm reading was 235 mg/dl and the fsbg was 223 mg/dl. No other details were reported. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After returning home, the reported glucose values fall within the b zone of the parkes error grid. During the call. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.